Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2016 with the following findings: there were multiple loss of prime warnings observed in the black box with zero force. A load step malfunction was duplicated during the investigation. The piston pushed up until the cartridge was empty. A force calibration test failed. Contamination was found on the force sensor plate.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.